Event description:
The left ventricular pump would not trigger a fill light and the console would not run in the automatic mode. Clinical rep from thoratec arrived on monday 6/22/98 and problem solved with the use of a magnet on the pump housing. The magnet seemed to realign the pump internal magnets and corrected the fill problem. No known pt related problems.